Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed the oxygen (o2) flow test. The device's air exchange control module (aecm) needed to be replaced to address the issue; however, no repairs were done because the device was scrapped.